Event description:
It was reported by the customer that there's no fluid comes out when the needle connected onto the syringe. No information was received regarding a serious injury as a result of this product issue.